Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: pli-20: product ID: xom unk eclstim/nim-eclipse electrode/mis, serial/lot #: ni, ubd: ni, UDI#: ni. If information is provided in the future, a supplemental report will be issued.

Event description:
This event was reported through a pmcf survey of physician users of nim eclipse. The response for this record states that in the past 12 months, the following adverse events were encountered while using nim-eclipse¿ capitol equipment and accessories. For nim-eclipse¿ ns capitol equipment and accessories - there was infection (occurs twice in 12 months due to performance of the device), bruising (occurs once in 12 months due to performance of the device), strain reported as illness injury and additional intervention was needed to complete the therapy. For nim¿ eclipse ns electrodes and stimulators - infection (occurs twice in 12 months due to performance of the device), bruising (occurred once in 12 months due to performance of the device). No patient/clinical impact. It was reported that the device performed as expected according to their intended use and indications.